Manufacturer narrative:
The suspect safety disk, drive side was returned to getinge¿s national repair center (nrc) for evaluation. A technician evaluated the safety disk, drive side and no visual damage was observed. The technician then installed the safety disk, drive side into the cardiosave test fixture and tested to factory specifications per the cardiosave service manual. The nrc could not verify the failure of the safety disk not going through its sequence. The safety disk passed testing and will be retained in the nrc per procedure.

Event description:
It was reported that during a preventive maintenance (pm) by the getinge field service engineer (fse) replaced the safety disk due to expiration, but the new safety disk failed auto fill sequence. This is an out of box failure of the safety disk. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) reinstalled original safety disk and the iabp unit passed auto fill sequence. The fse then installed another new safety disk and unit passed autofill sequence. The fse put suspected safety disk back into the iabp unit and again it failed autofill sequence. A supplemental report will be submitted if subsequent information is provided. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) by the getinge field service engineer (fse) replaced the safety disk due to expiration, but the new safety disk failed auto fill sequence. This is an out of box failure of the safety disk. There was no patient involvement, and there was no adverse event reported.